Event description:
Patient presented to ER on (B)(6) 2012 with infection. Patient was then admitted and treated with antibiotics. Patient presented to ER again on (B)(6) 2012 with swelling, pain, and drainage at the ankle. X-ray revealed a broken screw. Patient required surgery on (B)(6)2012 for removal of medial distal tibia plate that was implanted during (B)(6) 2008. The screw head of the broken screw was removed while the shaft remains implanted in patient bone. Surgeon opted to leave the wound open and scheduled a second surgery for lavage and closure of the wound. Lavage was performed on (B)(6) 2012. A second lavage was performed on (B)(6) 2012 and wound was closed. It is reported the infection started at the distal portion of the plate. Also, it was reported that a plate remains implanted on the lateral side of the tibia. It is not known if this device is a synthes product. This is 7 of 9 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Implant date reported as (B)(6) 2008.